Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) mmt-8200. Troubleshooting was performed. The customer encountered guardian app reset to welcome page. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. It¿s unknown whether the customer will continue using the application. No harm requiring medical intervention was reported. No product return is required for mmt-8200.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event was conducted using guardian app ver. 1.4.0 on the iphone 11 ios 17.4. Device with transmitter. We were unable to reproduce the issue during testing. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications 10967806doc_f. We were unable to conduct a thorough investigation due to lack of information (ios logs, guardian app logs, steps to reproduce) necessary to perform a comprehensive analysis. According to our documentation the app reset required screen shall present as an entry point if the illegal database injections were detected. In this case this is expected behaviour and no issue. For cancelling this screen customer can tap on the ""ok"" button. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: - reinstall the guardian app. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.